Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented through a remote transmission showing non-stained rv oversensing due to post-paced t-wave oversensing. Programming changes were made and resolved the oversensing issue. Patient will continue to be monitored remotely.